Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17235308m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4); product name: smartablate generator kit (us), us catalog #: m490007, serial #: (B)(4); product name: smartablate pump kit (us), us catalog #: m490008, serial #: (B)(4); product name: smartablate remote kit (us), us catalog #: m490009, serial #: (B)(4); (B)(4).

Event description:
It was reported that a patient, underwent a premature ventricular contraction procedure with a thermocool smarttouch bi-directional navigation catheter and while burning by the papillary muscle high temperature was experienced. However, the generator stopped as expected; which is not MDR reportable. Also, during the procedure the patient suffered cardiac tamponade which required pericardiocentesis, removing 300 ml of fluid. The patient's medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is that he is unsure what caused it. Nevertheless, there were no reported malfunctions with any of the catheters and systems used during the case related to this patient injury.

Manufacturer narrative:
(B)(4) it was reported that a patient, underwent a premature ventricular contraction procedure with a thermocool smarttouch bi-directional navigation catheter and while burning by the papillary muscle high temperature was experienced. However, the generator stopped as expected; which is not MDR reportable. Also, during the procedure the patient suffered cardiac tamponade which required pericardiocentesis, removing 300 ml of fluid. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that he is unsure what caused it. Nevertheless, there were no reported malfunctions with any of the catheters and systems used during the case related to this patient injury. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found in normal conditions per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
The bwi failure analysis lab received on september 10, 2015 the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)